Event description:
It was reported that during a CABG procedure, when the surgeon grasped handle to clip, jaw became not to open. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): damaged antibackup, lock out spring out of position. Evaluation summary: the analysis results for the mcs20 instrument found that it was returned non-functional. The instrument was cycled and would not feed the clips and the anti-backup mechanism was noted to be non-functional. Upon disassembly of the instrument, the lockout spring was found to be out of position. However, no conclusion could be reached as to what may have caused the damaged jaws reported issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.